Event description:
When a pt returned for re-treatment with a buling implant material, the dr. Observed a small amount of exposed bulking mateial on the bladder neck on the right side of the urethra from the previous implant during cystoscopy. The material was freed up and allowed to move into the bladder. The bladder was drained and the material was removed with graspers. The dr. Described the pt as having very weak tissue. The dr performed a second injection of the bulking implant material and noted coaptation of the urethra post-injection. The dr performed a third injectin 7 days later. There was notable extrusion from the allowed to flow into the bladder. The bladder was drained and the material was removed with graspers. The dr noted coaptation of the urethra post-injection. The pt experienced urinary retention and a foley catheter was placed for 12 hrs. Urinalysis and urine culture tests were conducted and results were negative. The pt was prescrived enablex. The pt was incontinent when the foley catheter was removed 12 hrs later. A urethral sling procedure was performed at a later date and the pt is now continent. No further complications have been reported.